Manufacturer narrative:
Added UDI number.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. A manufacture representative inspected the imaging system onsite and confirmed the issue. The software was reloaded and the issue resolved. A full system checkout was performed and all tests passed. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system outside of a procedure. It was reported that when attempting to boot up the system a windows corrupt file error occurred. There was no patient present when this issue was identified as this was outside of a procedure.